Event description:
Additional information was received and it was reported that the patient had the pump implanted for her dystonia condition. The patient was told by her managing physicians that she was a candidate for a baclofen pump, but they proposed that the catheter be implanted in the patient¿s brain to focus the medication on the area causing the problem. The patient was told it had no side effects and it only targeted the muscles that were affected by her dystonia. A spinal tap was done to see if it would be effective and the patient could walk well; it was not tested in her brain. The patient was desperate, so agreed to the procedure and the catheter was implanted in the patient¿s brain. The procedure caused the patient permanent side effects. The patient had not lived one day since without overwhelming pressure in her head along with ¿some other significant side effects¿. In (B)(6) 2011, the patient moved and started seeing a new physician. The new physician had never seen a patient with the catheter implanted in their brain. Dosage increases were made to the point where the patient could not function physically. The doctors had no answers for the patient. The doctors thought that the problem may have been stress, lack of acceptance of the patient¿s illness, or the catheter in the brain. In (B)(6) 2011, they cut off the catheters in the patient¿s brain and installed a new catheter in the patient¿s spine trying to get up near the patient¿s shoulders because the physician did not want to touch what had been done in the patient¿s skull. The patient had ¿lots of complications¿ with multiple spinal fluid leaks and still no change in the head pressure. The patient spent 4 weeks in the hospital and was ¿so drugged up and so out of it¿ she could barely function. The patient fell at least once flat on her face. After additional months of dosage changes,no answer regarding the pressure in her head, and suggestions that her head pressure may be a result of stress and a need for counseling, the patient switched doctors again. They too had never heard of ¿cranial baclofen¿. They once again confirmed the patient¿s diagnosis of dystonia and also observed the continuing problems the patient was having with spinal fluid leakage at the point where the catheter entered the patient¿s spine. In (B)(6) 2012, the patient was mentally not able to function due to the baclofen and the head pressure. The patient insisted that they remove the pump. They began to ramp down the baclofen dose and in july, the pump was removed. This time, the patient spent 3 weeks in the hospital because of general weakness and spinal fluid leaks aggravated by tissue deterioration at the site of the ¿spinal tap¿. While in the hospital, the patient was lying flat in bed. The patient felt like her life was stolen from her. The patient couldn¿t talk, couldn¿t walk, and when she stood up, the pressure was overwhelming and still was. The patient could no longer stand to have water on her; even in the shower, the water feels thick and increases the pressure in the patient¿s head as did any length of walking, exercise, talking, etc. The patient could no longer enjoy her husband¿s hugs or cuddling as any touch stimulated the patient to the point of sickness. The patient had the attention span of a ¿gnat¿; reading made the head pressure even worse. The patient had intended to go back to work, but couldn¿t now. The patient couldn¿t even remember what she had for dinner, but she would never forget the events that led to her current state. The patient felt fortunate to be alive and wake up every day. The pump was delivering baclofen.

Event description:
Additional information received reported that the patient's head pressure started the day of implant. It was noted that the pressure has not improved and the attempts to alleviate have been ineffective at the time of report. It was reported that none of the patient's healthcare provider's (hcp) have been able to figure it out. It was noted that the patient had several months of difficulty. It was reported that the patient's hcp increased the patient's baclofen dose to see if increasing would help get relief. It was noted that the patient's baclofen dose was at one point "800", close to the highest it ever was. It was reported that during the removal of the patient's catheter there were 3 pieces of tubing left on the outside of the patient's skull. It was noted that the patient was unsure if they were still present, but said that they were not seen on the last x-ray. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was reported that the pump was not helping the patient so the pump and catheter were to be removed. It was reported that the physician only wanted the pump to never alarm. The drug used was baclofen. No patient symptoms or injury were reported. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the pump and catheter were explanted due to patient dissatisfaction and anxiety. The date of explant was not provided. The patient outcome was reported as an ongoing serious injury or illness.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's catheter was replaced in the spinal canal. It was noted the patient had since relocated to a new healthcare professional (hpc). The reporter stated the patient came to the hcp from another practice with these complaints.